Event description:
Unomedical reference number (B)(4) event occurred in the united states on 20-apr-2024, the patient faced that the infusion set cannula was bent within 3 or more hours after insertion at abdomen. The patient changed supplies as necessary and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available